Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was replaced due to a normal eri. During device change out, the leads could not be connected properly to the header of the device so the leads were connected to a new device. Patient was fine post procedure.

Manufacturer narrative:
The reported field event of an inability to secure the lead to the header was confirmed in the laboratory. Visual inspection identified header epoxy at the bottom of the connector block. It is believed that the epoxy prevented the connection between the set screws from fully inserting into the connector blocks and securing the leads.